Manufacturer narrative:
H10: internal complaint reference (B)(4). Section: h3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. The drill functioned as intended without any connection issues. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. While the reported problem was not confirmed during evaluation, the most probable contributing factor(s) to the reported problem is improper/no connection between robotic drill and cori console. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. Per the clinical evaluation, the provided complaint information suggests the patient impact beyond the reported modified procedure with use of a backup and the 0-30 minute surgical delay could not be determined. However, no patient injury or other complications (aside from the surgical extension) were alleged; therefore, no further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Manufacturer narrative:
H3, h6: the real intelligence robotic drill, part number rob10013, serial (B)(6) and used for treatment, was returned for evaluation. A relationship between the reported event and the device could not be established. The reported problem could not be visually confirmed. A functional evaluation was performed. The reported problem was not confirmed. The drill functioned as intended without any connection issues. A review of manufacturing records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. A historical review concluded that the lot, serial number or part number reported in this event is related to a corrective/preventive action already implemented. Although the drill functioned as intended, factors that may have contributed to the reported symptom may be associated with an intermittent failure of the drill exposure motor due to the thermo-mechanical stress induced within the motor at the encoder and electrical noise on the console error status inputs to the drill exposure motor encoder. Continuous improvements have been made to the cori robotic drill and manufacturing processes to reduce drill disconnection error messages. These improvements consisted of: 1. A hardware update to the cori console to reduce noise on the internal electronics. 2. An update to the cori system¿s software and firmware to improve the user experience when error messages are displayed, and 3. A hardware update to the cori drill to reduce mechanical stress on drill exposure the motor. The first two improvements are fully deployed. The third improvement is being deployed for new orders and as drills are returned for routine servicing. Also, smith+nephew is voluntarily performing a recall/field notification for the cori real intelligence robotic drill. Refer to the real intelligence cori for knee arthroplasty user manual, section assembling the robotic drill for proper set up and handling. Per the clinical evaluation, the provided complaint information suggests the patient impact beyond the reported modified procedure with use of a backup and the 0-30 minute surgical delay could not be determined. However, no patient injury or other complications (aside from the surgical extension) were alleged; therefore, no further medical assessment is warranted at this time. This failure is an identified failure mode within the risk assessment released during the timeframe of the incident. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: h7, h8 corrected data: g (contact office (and manufacturing site for devices) or compounding outsourcing facility), g1

Event description:
It was reported that during cori tka procedure while started to mill femur it immediately got a "re-establish still connection" error. The scrub tech proceeded back to load bur but could not get bur out to reload. Went to unlock screen and tried to pull out and could not. Went back out of unlock screen and still could not get bur out. Surgeon pulled bur out w rongeur. While the sales rep was clicking between connection screen and unlock screen the cori hp would spontaneously start moving on the mayo as if it someone was pressing the drill pedal in exposure mode. New handpiece used to finish case. Delay reported less than 30 minutes. No patient harm or additional complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.